Event description:
Event description cpi received information that this endocardial lead was repaired. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) this lead was found to have insulation damage. The physician elected to repair the lead.